Event description:
Information was received that during use of this smiths medical cadd extension sets, leaking was noted. It was reported that the patient noticed leaking of chemo medication by observing that the label on the cassette where the chemo was housed became wet. According to the report the patient noticed that the "batteries exploded and white residue on the black carrying case". However, the nurse later confirmed that the "batteries were completely intact, and the white residue was from the chemo medication leaking". No reported adverse effect.